Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. According to information provided and a subsequent telephone contact with the customer, the reported situation happened only one time and the system is working as intended. No further action requested. If additional information becomes available it will be reported as required.

Event description:
It was reported that the aperture on the 9900 system is closing during procedures. There was no report of patient injury.